Manufacturer narrative:
The customer biomedical engineer troubleshooting the reported issue with ge healthcare technical support. It was recommended to disconnect ventilator interface board (vib) or consolidated ventilator interface board (cvib) power harness and restart the system. If the error does not reappear in the log, replace the vib or cvib and retest. If the error persists, replace the anesthesia control board. No further information is available regarding the resolution of the reported issue. No report of patient involvement.

Event description:
The hospital reported communication errors prompting the user to ventilate manually preventing mechanical ventilation. There was no report of patient involvement.